Event description:
A customer reported experiencing a past low blood glucose event with a recorded level of 42 mg/dl. Cause was not known. Customer managed it by consuming carbohydrates. Technical support recommended the customer consult with a healthcare provider to discuss factors affecting their blood glucose levels, and the customer acknowledged and understood this advice.